Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 450 mg/dl. The customer stated he had three unomedical insulin infusion sets not function as designed in the last five weeks. The customer stated he received a no delivery alarm from his insulin pump two times out of the three times his infusion sets did not work properly. The issue was resolved with an infusion set change each time. Troubleshooting was declined. The product is not being returned. Nothing further was reported.